Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The test engineering group reported that during non-product software validation of the device, the ultrasonic air sensor (uas) was unable to detect a large bubble. This is considered an "out of box" failure. This was an intermittent issue. There was no pt involvement.